Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor alarm during testing noted. The motor passed motor test. The insulin pump was received with cracked battery tube threads and minor scratches on display window.

Event description:
Customer's mother called to report that the insulin pump alarmed motor error and motor position encoder error during prime. Customer's blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.